Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that about 4 weeks ago, they redid the leads because the original implant never worked and made their back pain much worse, so they did a revision where they operated and moved the leads and that helped a little bit, but not much. Patient said that when they had the trial, it was like a 70% pain relief, but with the revision, it's only about 10% pain relief when the stimulation works. Patient mentioned that they had their representative make all sorts of changes and nothing happened, and the pain was still just as bad as it was when they first left them. Patient mentioned they were seen by several reps 11 times. The patient was redirected to their healthcare provider to further address the issue. Patient confirmed the stimulator never worked to relieve pain since they were first implanted, patient thought in (B)(6) 2024.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.